Manufacturer narrative:
At this time, product has not yet been returned and a valid serial or lot number has not been provided for test strips. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The useful life of the meter is 4 years. As the manufacturing date of this product is before 2009 (and adverse event occurred (B)(6) 2021) it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for meter (B)(4). Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as it had been previously reported that customer had a high reading issue. Due to delivery delay, caregiver reported customer experienced adverse event which required third-party treatment. However, the caregiver refused to provide information regarding adverse event. There was no report of death or permanent injury associated with this event.